Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two electronic photos were provided for review. The photo shows unsealed product tray with kit components placed on the table. However, the sheath was noted to be missing in the product tray. The investigation is inconclusive for the sheath fracture issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient diagnosed with advanced lung cancer was hospitalized for chemotherapy and scheduled for implanted port placement. On (B)(6) 2025, an m.r.I. Low-profile port was implanted via the right internal jugular vein at the t6 level. After successful venous puncture, it was reported that the tear-away sheath intended for port implantation was found to be ruptured prior to use before insertion. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient diagnosed with advanced lung cancer was hospitalized for chemotherapy and scheduled for implanted port placement. On (B)(6) 2025, an m.r.I. Low-profile port was implanted via the right internal jugular vein at the t6 level. After successful venous puncture, it was reported that the tear-away sheath intended for port implantation was found to be ruptured prior to use before insertion. The procedure was completed using another device. There was no patient contact.